Event description:
The epilight head for delivering intense pulsed light using the vasculight sr exploded during treatment on patient's face. The glass in the head cracked. Although it was very frightening for the patient, she was not injured. This has happened in the past with other lumenis epilight heads. Although this head was calibrating normally, lumenis was previously advised that the head did not seem to be delivering the proper energy in a normal way, based on previous experience. Lumenis would not replace the head and would not remedy the situation. This repeated problem suggests a defective product and lack of adequate quality control.